Event description:
A report was received that the patient's ipg would not charge. The physician believed that the ipg was too deep. The patient will undergo a pocket revision.

Event description:
A report was received that the patient's ipg would not charge. The physician believed that the ipg was too deep. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced due to physician's preference. No device malfunction was suspected. The patient was doing well post-operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.